Event description:
Used this bandage on mothers arm for a large cut. After her bath, I started to change her bandage and the skin on part of her arm came off with the bandage. I have a picture of the arm from the bandage. I have used these bandages before with no problems. I reported incident to walmart corporate earlier today. Injured her arm much more than the cut I was trying to heal. I feel the warning on bandage box is not strong enough to cover elderly people. Strong strips xl bandages. I contacted (B)(4) the distributor. They said they will contact the MFR. First aid received by non-medical professional. Document number: (B)(4). Report number: (B)(4).